Manufacturer narrative:
This report is being supplemented to provide additional and corrected information. The following fields were updated with additional information: a1, d8. The following fields were corrected: b5, g2, h3, h6.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope was missing the cap after removing the device from the patient. The issue occurred during a therapeutic, endoscopic retrograde cholangiopancreatography which was completed. There were no reports of patient harm. This complaint is linked to related patient identifier (B)(6) single use distal cover maj-2315.

Event description:
An olympus endoscope support specialist received an email from geu unit director, from upmc hanover indicating the single use distal cover came off during an ercp procedure prior to the scope being completely removed from the patient. Procedure was completed with not delay. The patient coughed-up the distal end cap, it retrieved and was discarded. This complaint (B)(4) is for the evis exera iii duodenovideoscope. Complaint (B)(4) is for the distal end cap.

Manufacturer narrative:
According to risk analysis, although the reported malfunction did not harm patient, but the distal cover was coughed up by patient. Device was not returned. If the device is returned for investigation or additional information becomes available, a supplemental report will be sent.